Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the system and found no related issues. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the grasper had issues in universal surgical manipulator (usm) 4. The tse found no related logs. The tse attempted to troubleshoot the issue, but the surgeon immediately requested for the clinical sales representative (csr). The csr stated that the customer had had an ongoing issue with non-intuitive motion and delayed movements with instrumentation. The tse was unable to troubleshoot further. The procedure was completing as planned with no reported injury.